Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. Additional information indicated that the patient was treated with antibiotics. No additional adverse patient effects were reported. The ra lead was returned. Additional information from product investigation indicates that the allegation against the lead was not confirmed. Analysis of the returned product is not able to provide relevant information for infection-related allegations as infection was known inherent risk of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Additional information indicated that the patient was treated with antibiotics. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Additional information indicated that the patient was treated with antibiotics. No additional adverse patient effects were reported. The ra lead was explanted.